Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer initially called for assistance since she had not been using the sensor for about two years and the doctor advised to start using it again. During the call, the customer reported having high blood glucose of 449 mg/dl which she treated with the insulin pump. The customer tested put the transmitter on the charger and no lights came on. She changed the battery on the charger and the light was red. Customer was advised the charger would be replaced. No troubleshooting for high blood glucose was not performed.